Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they had been hospitalized for low blood glucose levels on (B)(6) of 2014. Customer had been eating prior to falling asleep and awoke to her low blood glucose level. Upon awaking, customer's blood glucose level was 23 mg/dl. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be recessed. Customer stated they believe the issue was eating prior to bed and declined further troubleshooting. Customer's blood glucose level was 30 mg/dl at time of reporting. Nothing further reported.